Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
During a transfemoral transcatheter aortic valve replacement (tavr) in the native aortic valve, a 23 mm sapien 3 valve was deployed with nominal volume. The physician reported -right after valve deployment, very little paravalvular leak (pvl) was observed. However, on post op day 4, pvl was increased now, and the patient is in "heart failure-like" state. Transthoracic echocardiogram (tte) shows that the valve seems to be located toward the ascending aorta. There was no stent misalignment to be concerned. It was confirmed by tee and aortography. Re-dilation with 23mm balloon was performed. Per the physician, the valve was deployed 80:20 aortic/ventricular. The patient had mild aortic valve / annulus calcification and the annular area was 413.0 mm2. The cause of pvl increasing and degree of increased pvl were unknown.

Event description:
During a transfemoral transcatheter aortic valve replacement (tavr) in the native aortic valve, a 23 mm sapien 3 valve was deployed with nominal volume. The physician reported -right after valve deployment, very little paravalvular leak (pvl) was observed. However, on post op day 4, pvl was increased now, and the patient is in "heart failure-like" state. Transthoracic echocardiogram (tte) shows that the valve seems to be located toward the ascending aorta. There was no stent misalignment to be concerned. It was confirmed by tee and aortography. Re-dilation with 23mm balloon was performed. Per the physician, the valve was deployed 80:20 aortic/ventricular. The patient had mild aortic valve / annulus calcification and the annular area was 413.0 mm2. The cause of pvl increasing and degree of increased pvl were unknown. The pvl decreased after balloon dilation. The degree of decrease was unknown.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of the device, medical records, and relevant imagery. A review of the device history records (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, -4 days post tavr procedure- right after valve deployment, very little pvl was observed. However, pvl was increased now, and the patient is heart failure-like state. Transthoracic echocardiogram (tte) shows that the valve seems to be located toward the ascending aorta." In addition, per event description, -on postoperative day (pod) 4, dilation with 23mm balloon was performed. The pvl decreased after balloon dilation.- and -the annular area was 413.0 mm2-. The patients annular area falls on the high side of annular size range recommendation per IFU (area - native annulus size between 338mm2 to 430mm2). In addition, as paravalvular leak was observed during the initial valve deployment, but it was able to be reduced via post-dilation, this suggests that the deployed valve could have been initially under expanded. This could lead to improper seal against the target site (native annulus) resulting in paravalvular leak as reported. As such, available information suggests that procedural factors may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.